Event description:
It was reported that the patient presented for nips/dft testing. A possible high voltage lead issue alert was detected. Externalized conductors were observed via fluoroscopy. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.